Event description:
Customer reported one sars-cov-2 tma run, wl 002658-20220425-05, using assay lot 317816 on panther plus instrument sn (B)(4) which had 4 discrepant samples. Customer ran the original samples on another panther where they resulted positive but were negative in the wl in question. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or assay performance issues. Ts made good faith efforts to follow up with customer but was not able to acquire additional information from them, such as for the sample ids, wls and logs for the other panther samples were run on. Hologic field applications specialist (fas) informed customer that low-target samples may not repeat when retested and confirmed with them that they had no further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.